Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device serial number history report indicated that no further related issues have been reported for this device. One year of service history was reviewed and there were no similar reports. Root cause: the root cause of this failure was a damaged release latch. Correction: a trima field action has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation is in process. A follow-up report will be provided.

Event description:
No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down. Therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation: a terumo bct's service technician visually inspected the machine at the customer's site. The service technician noted that the release latch did not work and replaced the IV pole housing assembly per manufacturer's specification. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima machine is falling over. Information of patient (donor) or operator of the device is not known at this time. Outcome of patient (donor) or operator of the device is not known at this time.